Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, a broken belt clip slot, and minor scratches on the lcd window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that they replaced the battery after the alarm occurred, but the alarm persisted. The customer's blood glucose was unknown. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Device was received with cracked case at display window corners. Unit received with broken belt clip slot. Device was received with minor scratches on lcd window.